Event description:
It was reported that the paramedics were called due to the customer passing out from low blood glucose levels. The customer stated that they received numerous predict low alerts. The customer also stated that when she cleared the alert she accidentally set a 10 unit bolus, and she believes that is what caused the low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.